Event description:
This pt had previously undergone rf ablation of her av mode for atrial flutter with accelerated conduction and implantation of a pacemaker noting an underlying escape ventricular rate of 30. She required replacement of the lead in 10/94 due to shortening lead failure associated with a MFR recall. Despite good initial lead parameters, she presents with high threshold exit block at 2 months, with recommendations for lead repositioning/replacement on 12/28/94. Under general anesthesia, the old transvenous pacemaker lead was interrogated, noting a high capture threshold of 5v. While advancing a stylet wire to reposition the lead, an insulation break was noted and the lead was removed under fluoroscopic guidance.